Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issue was an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had bubbles in the image that prevented correct viewing. The issue occurred during reprocessing. There was no patient involvement.